Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a patient, the device prompted a "analysis halted" message, reported three times. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction.